Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. It is unknown when non-union occurred implant date is unknown. Device is not expected to return. Device history review completed; manufacturing location: (B)(4), manufacturing date: january 26, 2016 no non-conformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery of a proximal humerus on the patient¿s right upper arm was performed on november 15, 2016 due to non-union. The date of the original surgery is unknown. Post-operative x-rays taken on an unknown date, had revealed a non-union of the patient¿s bone. The devices, one (1) 3.5mm lcp® proximal humerus plate-standard 5h shaft/114mm, eight (8) 3.5mm locking screws and two (2) 3.5mm cortical screws were removed easily and intact. The patient was revised to a plate and screw construct. The procedure was completed successfully with no reports of delay or medical intervention. The patient¿s post-operative status was noted to be stable. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing review was initially reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.